Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
The customer reported a dark display. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. The manufacturer¿s international service technician evaluated the ventilator and confirmed the brightness issue. The service technician replaced the user interface printed circuit board assembly (ui pcba), the liquid crystal display (lcd) cable and the cable that connects the ui pcba to the lcd to address the problem.